Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported low impedance on the right ventricular lead. Patient was stable and will continue to be monitored. No further information available.